Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomalies noted during testing. Device functioning properly during testing. Device received with cracked retainer. No broken or missing pieces noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl, 300 mg/dl. Customer also reported that retainer ring had chipped off and reservoir was able to lock in place. The insulin pump will be returned for analysis.